Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned with a damaged battery cap. Investigation revealed that the battery contacts were bent. During evaluation, power loss and rebooting occurred. A review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 did not indicate that power loss had occurred. There were no alarms or conditions in the pump history that would indicate a pump malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported noticing the pump rebooting a couple times over the last few months. The patient reported having to confirm the verify screen and complete rewind, load, and prime steps. The patient reported that the battery cap was tight and the o-ring was not visible. The patient did not expose the pump to moisture.